Event description:
It was reported that the patient experienced pain around device site. The implantable pulse generator (ipg) remains in use. It was further reported that the patient presented to hospital with worsening chest pain radiating to jaw. St elevation was noted on electrocardiogram (ECG) and patient diagnosed with pericarditis. It was further noted that the right atrial (ra) lead had displaced. The ra lead was revised and remains in use. Patient further experienced acute liver injury. Medication treatment was also provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 507658 lead, implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.